Event description:
Pt undergoing arthroscopy for acl and meniscus repair. Pump did not alarm and the knee had filled with fluid. There was some extravasation into the soft tissues as well. The procedure was terminated without the acl repair.